Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 36 mg/dl and 40 mg/dl. Customer had sugar to treat blood glucose level. The customer declined to troubleshoot for the low and high blood glucose incident. Customer reported that the blood glucose level went up after having sugar and also reported that the sensor glucose value and blood glucose value was not matching even after calibration. The insulin pump will not be returned for analysis.